Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
During the cup impaction the adaptor was damaged. The small screw holder was removed for a spare part.